Event description:
The patient stated he was at dinner and his wife noticed his speech was slurred. He stated he felt no different, but his blood glucose was 43 mg/dl. He stated he ate 4 large chocolate chip cookies and drove home. He stated that after he arrived home, he checked his blood glucose and it was still 43 mg/dl. He stated he then ate a piece of candy and 3 brownies. He then tested his blood glucose again and it measured 95 mg/dl. He then switched to his backup infusion device. His normal blood glucose range is 130-150 mg/dl. Upon follow up, the patient stated he felt the infusion device caused him to have low blood glucose. The patient's infusion device was replaced. Product was requested to be returned for evaluation.